Event description:
It was reported to boston scientific corporation that an endostat foot switch was used during a procedure on (B)(6), 2010. According to the complainant, the foot switch failed to trigger the console. The complainant checked the wiring on the foot switch to confirm that it was faulty. The procedure was successfully completed by using another endostat foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.